Manufacturer narrative:
The UDI# listed in d4 is the UDI # for the country where the event occurred, and is different from the UDI-di in the united states. The primary number for the united states is (B)(4).

Event description:
During laparoscopic surgery, a piece of the flexible rubber sheath detached from the probe and fell into the patient's body. The detached part was discovered and removed during the same procedure. According to the information currently available, this incident did not result in any permanent injury to the patient.